Manufacturer narrative:
A boston scientific technical services consultant asked the caller if they had a magnet to try and elicit tones from the device. The caller stated they did not have a magnet and they were going to contact a boston scientific representative to come onsite to interrogate the device. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device could not be interrogated. No adverse patient effects were reported.